Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the minimal access attachment device was generating heat. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The minimal access attachment device was evaluated and the reported condition that the device was generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a worn bearing, vibration, was making an unexpected noise, and the shaft had scratches. It was further determined that the device failed pretest for visual assessment. The assignable root cause of this condition was determined to be traced to component failure due to wear. Correction: d9: the date returned to manufacturer was documented as january 25, 2022 on the initial report. This date has been updated to january 27, 2022.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: the actual device was returned for evaluation. The minimal access attachment device was evaluated and the reported condition that the device was generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a worn bearing, and the shaft had scratches, and component damage. It was further determined that the device failed pretest for visual assessment. The assignable root cause of this condition was determined to be traced to component failure due to wear. Correction d9, h10: subsequent investigation was performed and the investigation has been updated. The date returned to manufacturer was documented as january 27, 2022 on the initial report. This date has been updated to january 25, 2022. It was inadvertently reported in the previous supplemental medwatch report that the device failed pretest for vibration and making an unexpected noise. The investigation has been updated as these failures were mistakenly specified in the pre-test.